Manufacturer narrative:
In response to the event reported by your facility a device history review was conducted for batch number 2025238. According to the sampling plan applied for product performance, this batch was accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each batch of needles used in the manufacture of this batch. During the history review, one lot was identified as having suffered from clogged needles due to silicone. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Based on the investigation with no sample analysis the symptom reported could not be confirmed.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: ahs mdip reference number (ID): (B)(4); date of incident (yyyy-mm-dd): (B)(6) 2023; site name/location: (B)(6) health centre. Level of harm: no effect - did not reach patient - detected before use or does not touch person during use. Ahs optional report to cmdsnet (health canada): yes. Incident details: 2 needles from lot #2025238 blocked and unable to use, discarded in sharps container who was affected? No person affected. Frequency of problem: recurring. Device information: device name/description: needle hypodermic safety 25ga x 1 in, manufacturer: becton dickinson canada inc, manufacturer code/model: 305916, serial or lot number: (B)(4) 2025238, device expiry date (yyyy-mm-dd): unknown.